Event description:
It was reported that during reprocessing of the double fenestrated grasper instrument, it was noted that there were shavings from the shaft. No other information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube exhibits a white discoloration and wearing throughout the entire tube length. The tube has a rough surface finish (glass fibers exposed) all along its length due to light material removal. Engineering concluded that the damage is likely due to improper cleaning. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.